Event description:
It was reported that the atrial lead exhibited noise via a merlin.net transmission. No patient symptoms or intervention were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.